Event description:
The customer reported via phone call that the insulin pump stopped working after a day. The customer's blood glucose was unknown. The customer also experienced two days of high blood glucose after the insulin pump stopped working. The customer further stated that everything was fine with a new cannula but that he experienced issues once the cannula stopped working. The customer declined troubleshooting at the time of the call. The customer did not return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.